Event description:
Report received from (B)(6) stating that the device was "frozen". The device was not being used during surgery. It is unknown if there was patient or user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The reported condition was confirmed. The device failed the thimble set screw assessment. The device was repaired and passed acceptance criteria. Should additional information be received, a supplemental report will be submitted. (B)(4).